Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01098 and 0001825034-2021-01099. Medical product: oss non-mod tib plate long 71 long, item# 161043, lot# 742520; oss 3cm resurf femoral lt, item# 150351, lot# 578530; oss axle, item# 150480 , lot# 415380; oss poly lock pin, item# 150478, lot# 489220; oss poly tibial bushing, item# 150476, lot# 303530; oss poly femoral bushings, item# 150477, lot# 140070; oss tibial poly bearing 12mm, item# 150410, lot# 368590; oss reinforced yoke, item# 150493 lot# 111640. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six and a half years post implantation due to femoral and tibial loosening. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.